Event description:
It was reported that noise was observed on the egms. Review of fluoro revealed externalized conductors. The lead was extracted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two pieces; the connector piece was 13.5cm and the distal tip electrode piece was 44cm. An internal abrasion was noted between 24.7cm and 25.7cm from the distal tip electrode. Abrasions were also noted underneath the shock coils between 5.8cm and 6.2cm and between 17.2cm and 18.7cm from the distal tip electrode.